Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 23 mm transcatheter bioprosthetic valve, a second 23 mm valve was implanted valve in valve. Moderate paravalvular leak (pvl) was also reported during the procedure. It was unable to be confirmed if the valve-in-valve was performed due to the pvl. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was received that this 23 mm transcatheter bioprosthetic valve was attempted to be implanted into a previously implanted surgical valve. If information is provided in the future, a supplemental report will be issued.